Event description:
The pt 'fell down hard on her rear' and experienced intermittent stimulation afterwards. At a clinic visit 4 months after implant the implantable neurostimulator battery was 93-100% used resulting in a power on reset condition. The device settings were low. High impedance readings were noted (impedance not specified). Five months later it was reported that the pt had become severely ill due to other medical conditions. The hcp wanted to explant the device, but planned to delay surgery until she recovered. It was later reported that the pt no longer used her stimulator. The hcp wanted to revise the device, but the pt refused.